Manufacturer narrative:
Interruption in therapy and caused patient to be re-intubated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Patient involvement as the air leak could cause hypoxia. Based on the reported information, the criteria for reporting an adverse event have been met.

Event description:
Tubes are leaking.

Manufacturer narrative:
Interruption in therapy and caused patient to be re-intubated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Patient involvement as the air leak could cause hypoxia. Based on the reported information, the criteria for reporting an adverse event have been met. Complaint history reviewed. There are no other complaints for this product, and no complaints for any other size h-pfst tubes in the previous 24 months. Issue is not trending. Supplier performed investigation. Most likely root cause is damage during transit/prep. IFU states to perform cuff check prior to intubation. Risk(RMA-20024b): r25: cuff loses pressure - cuff having pin hole/damaged tubing - s=6, o=2, rpn=12. Rpn < 25 therefore risk is acceptable.

Event description:
Tubes are leaking.